Manufacturer narrative:
B3: date of event is estimated. The unit was returned with reported system hot, which was not confirmed upon inspection accumulator columns pressure was too high and psa-9. Internal 0 2 reading measured 91 %, while the external 0 2 reading measured 89%. And data log also shows multiple high psa; indicating column is contaminated with moisture contributed to the low oxygen level.

Event description:
It was reported that when the patient went to their doctor's appointment, they noticed their device was not giving out oxygen and the system hot error message displayed. As a result, the patient's oxygen levels decreased so the nurse provided a backup oxygen tank. After the appointment, the patient's oxygen levels dropped again on the way home but were able to stabilize their levels with their stationary unit at home. The patient has received the replacement device and is doing fine.